Manufacturer narrative:
(B)(4): eval results (other) - a work order search was performed and one similar complaint was found. (B)(4)

Event description:
It was reported that the pt had a micl12.6 implantable collamer lens implanted on (B)(6)2009. On the 12 month (B)(4) postmarket study form, the pt indicated "vision is no longer 20/20". The lens remains implanted in the left eye. Follow up will be done with the surgeon and a supplemental medwatch will be submitted if additional info is obtained.